Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a head computed tomography (CT) scan performed on (B)(6) 2022 demonstrated multiple areas of intracerebral hemorrhage, including in the right and left occipital region and the right frontal lobe. There was also evidence of subarachnoid blood. Consensus between the cardiologist, neuro intensivist, and neurosurgery was that the patient was going to be left with substantial deficits in vision, and potentially in other distributions that would make him quite dependent on family and caregivers if he even did survive. After a detailed discussion with the patient's family care was withdrawn. The device operated as expected and the patient's death was not considered to be device related. The pump was not returned for evaluation.